Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating that a product problem occurred, and therefore the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the tubing roller guide pins on the blood pump rotor of a 2008t hemodialysis (hd) machine cut the bloodline during a patient¿s treatment. The biomed stated there were no patient complications and that the patient was able to complete their treatment. Technical support advised the biomed that the blood pump would be replaced because of physical damage to the blood pump rotor housing. Upon follow-up with a registered nurse (rn) familiar with the event, it was reported that the event resulted in an unknown amount of blood loss. The rn refused to provide any further details. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the tubing roller guide pins on the blood pump rotor of a 2008t hemodialysis (hd) machine cut the bloodline during a patient¿s treatment. The biomed stated there were no patient complications and that the patient was able to complete their treatment. Technical support advised the biomed that the blood pump would be replaced because of physical damage to the blood pump rotor housing. Upon follow-up with a registered nurse (rn) familiar with the event, it was reported that the event resulted in an unknown amount of blood loss. The rn refused to provide any further details. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.